Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer advised the filling aid leaked when both she and a nurse attempted to fill the cartridge. Customer has tried 3 cartridges from the same lot and the issue persists. Advised customer to switch to a new box of cartridges. Customer advises there is no leak with the new cartridge. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.